Event description:
On 06/23/1999 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. A short time following deployment bleeding was noted; manual pressure and a c-clamp were utilized to achieve hemostasis. Later, the pt complained of thigh pain and was noted to have diminished pulses; as a result the pt was held overnight for observation. On 06/24/1999 the pt was discharged home, however, she returned to the hosp on 06/28/1999 where a total occlusion of the right popliteal artery was identified. The pt was taken to surgery where the collagen and anchor were surgically removed from the popliteal, a slight dissection and thrombus were noted, and a thrombectomy and stent placement were performed. The pt was discharged in satisfactory condition on 06/29/1999; as of 07/27/1999 there has been no report to the MFR of further complication or add'l pt sequelae.